Event description:
It was reported in a prospective study on (B)(4). Eleven patients (7 female and 4 male, (B)(6)) with osteolytic tumors of the spine were treated with kyphoplasty. Patients were enrolled from (B)(6) 2001 to (B)(6) 2002 and included in one of the first prospective series for long-term outcome in patients with low tokuhashi scores. All procedures were performed under fluoroscopic guidance. A total of 23 vertebrae, from t2 to l3, were treated with cement augmentation. All patients had sustained pathological fractures due to osteolytic changes confirmed on imaging. Assessment of the degree of osteolysis was attempted, but abandoned as objective quantification was not possible beyond visual estimation on axial CT images. The main tokuhashi score was registered preoperatively and outcome was assessed prospectively by visual analogue scale (vas) for pain, ecog performance status, walking distance, standing, and sitting time. Vas scored dropped postoperatively and average walking distance, standing and sitting time,<(><<)>(>,<(> <<)>)> and ecog performance improved. All of the patients were followed up until death to assess the safety and efficacy of the procedure. The patients were assessed initially at admission, immediately after cement augmentation and discharge, at 6 weeks and at 3 months. From the third month on, patients were assessed at 6 month intervals for 24 months and after this period patients with longer survival rates were followed up with telephone interviews at yearly intervals to evaluate. It was reported that one patient acquired deep vein thrombosis. All patients returned home and no patient required re-operation or re-admission due to local disease progression or recurrence.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.